Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited an increase in impedance measurements which had exceeded 2000 ohms. Additionally, threshold measurements had increased. Surgical intervention was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.